Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5150028.

Event description:
It was reported that the atrial lead exhibited undersensing of atrial fibrillation. No intervention was reported. The patient condition was unknown.